Event description:
It was reported that the user experienced repeated occlusion alerts with a contact detach infusion set, persistent hyperglycemia recorded at 401 mg/dl, and feelings of being unwell. The user changed the site and later disconnected to administer insulin via pen, after which hypoglycemia followed at 50 mg/dl. The user planned a full supply change, and education on alternate site placement was provided given possible scar tissue, with the problem associated with obstruction of flow and the connector/coupler component. Customer care provided support that included remote troubleshooting with the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector/coupler, with occlusion alarms resolving after a full supply change. Symptoms included hyperglycemia and malaise. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.